Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Customer stated that the blood glucose was 564 mg/dl. Customer stated that insulin pump was not working. Customer tried to treated with insulin pump. Customer stated that issue during priming process. Customer stated that excess insulin is dripping out or squirting out of the pump during the fill tubing or manual prime process. Customer stated that insulin drip continuously after the motor stopped. Customer stated that they were gardening and blood glucose went to 32 mg/dl and they were treated with sugar for low blood glucose. Customer reported that the insulin pump will not be returned for analysis.